Event description:
It was reported that the neptune rover with smoke evac and power pole had bare exposed wires on the plug during the docking procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the power cord damage. The cord was coming out of the plug because the plug was damaged. The technician repaired the plug on the cord and the rover functioned as intended.

Event description:
It was reported that the neptune rover with smoke evac and power pole had bare exposed wires on the plug during the docking procedure. There was no patient involvement and no adverse consequences associated with the device.